Manufacturer narrative:
Manufacturer evaluation: although the device was returned by the complainant, the sample was lost during shipment. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Although the lot number of the lock was provided, the indicator lot # was not available. Therefore, the device history records (DHR) were not able to be reviewed. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that there was an issue with a steam ster locks orange. It was noted that the orange locks does not change color when going through sterilization. Blue does not change to brown. Additional information was not provided. Associated medwatch-reports: 2916714-2021-00230 ((B)(4) - us906).

Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.